Event description:
This report is based on information provided by philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to a philips bench repair facility where the physical damage was confirmed on the touchscreen and the screen protector. To correct the issue the display assembly (rdt display assembly kit, 453564842111) was required to be replaced. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. The good faith effort (gfe) provided information that the touchscreen had impact damage which would be outside of philips control. Based on the information available and the testing conducted, the cause of the reported problem was impact damage however the root cause cannot be determined as the damage was outside of philips control. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It has been reported that the device screen is damaged.